Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported that the patient was scheduled or surgery on (B)(6) 2017 to reposition their battery. The patient was experiencing pain and numbness down their leg. Follow up on (B)(6) 2017 further reported the surgery was delayed due to needing cardiac clearance. Follow up from the healthcare provider (hcp) stated the patient first started experiencing the numbness on (B)(6) 2017. They noted that the battery was lying over the left inguinal area. The pain and numbness had been resolved with surgery on (B)(6) 2017. The implantable neurostimulator (ins) indication for use was for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device codes (B)(4) are no longer applicable to the event.

Event description:
Additional information from the healthcare provider (hcp) clarified that the battery had slipped down over the inguinal area. They noted that the cause was that the patient was a small patient with a lot of abdominal scars.